Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right atrial (ra) lead warning for low impedance. It was noted that since implant the lead has exhibited stable to low impedance. The lead remains in use. No patient complications have been reported as a result of this event.